Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), headache ("headaches") and fatigue ("excessive tiredness") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). The patient was treated with surgery (total abdominal hysterectomy with bilateral adnexectomy in 2018). Essure was removed in 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, swelling, headache and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered fatigue, headache, pelvic pain, pregnancy with contraceptive device and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling "), headache ("headaches ") and fatigue ("excessive tiredness") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). The patient was treated with surgery (total abdominal hysterectomy with bilateral adnexectomy in 2018). Essure was removed in 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, swelling, headache and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered fatigue, headache, pelvic pain, pregnancy with contraceptive device and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.